Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the procedure of passing a peripheral insertion central catheter - PICC to the patient is performed, when performing the procedure, they observe that there is no blood return, they evaluate the catheter positioning, without finding any eventuality, when no return is obtained, they remove it and try with another catheter with which they obtain immediate return, the extracted catheter is tested for permeability, finding an unusual resistance, it is necessary to make much force to the embolus and the amount that passes is minimal. This event implied the double puncture of the patient. The patient was reported as fine post the procedure with no harm reported." Associated complaints: 9680794-2024-01205, 9680794-2024-01203.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The customer photos displayed the front and back of the reported kit. No obvious defects or anomalies were observed on the pictured catheter within the kit. Therefore, the complaint of a blocked or defective catheter was not able to be confirmed by the photo. Additionally, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit informs the user, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture." Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the procedure of passing a peripheral insertion central catheter - PICC to the patient is performed, when performing the procedure, they observe that there is no blood return, they evaluate the catheter positioning, without finding any eventuality, when no return is obtained, they remove it and try with another catheter with which they obtain immediate return, the extracted catheter is tested for permeability, finding an unusual resistance, it is necessary to make much force to the embolus and the amount that passes is minimal. This event implied the double puncture of the patient. The patient was reported as fine post the procedure with no harm reported." Associated complaints 9680794-2024-01205, 9680794-2024-01203 and 9680794-2024-01200.